Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor was implanted with a depth of 4.5mm. After the procedure, left bundle branch block was confirmed though, it was confirmed that the stent strut did not interfere with the muscular media by intracardiac echocardiography (ice) . So it would be expected to be back to sinus rhythm later on, the patient left the operating room with being inserted a temporary pacing lead.after that, because the rhythm did not turn back to the sinus rhythm, the patient underwent the permanent pacemaker implant on (B)(6) 2023. The patient has been in stable condition.

Manufacturer narrative:
An event of heart block (left bundle branch block) after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the valve was implanted at a 4.5 mm depth from the non-coronary cusp, which is deeper than the optimal 3 mm depth. Based on available information, a cause for the reported event could not be conclusively determined. It is possible that the deeper than optimal implant depth contributed to this event. However, this cannot be confirmed.

Event description:
N/a